Event description:
Device 2 of 2 (see MFR# 1627487-2010-01826). On (B)(6) 2010, the patient was implanted with an scs system. The patient felt no stimulation on the left lead. The right lead still functioned as intended. The patient was revised on (B)(6) 2010.

Manufacturer narrative:
Lead: b. (Visual) lead "b" (unmarked) has dark discoloration inside the inner stylet tubing. No other visible anomalies noted. Results: (functional) lead "b" (unmarked) passed continuity and stress testing. Conclusion: lead "b" complaint not confirmed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.